Event description:
On (B)(6) 2003, an ams sparc synthetic mesh was implanted. It was reported that within months after the implant procedure, the pt experienced complications and required medical care and/or surgical intervention. It was also reported that, "as a result of the subject synthetic mesh system," the pt experienced, "debilitating injuries from the synthetic mesh including mesh erosion, hardening, chronic pain and worsening urination," leading to surgery; required healthcare services; incurred medical expenses; has suffered mental anguish, diminished capacity for the enjoyment of life, chronic debilitating pain, and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.